Event description:
It was reported that this right ventricular (rv) lead exhibited myopotential noise, oversensing and pacing inhibition. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.